Manufacturer narrative:
The graft cutter has a hook with a blade; the blade allows to take the bone graft and then graft it into the glenoid bone. In this specific case, the bone graft was taken from a defrosted femoral head. No pre-existing defects were found by checking the manufacturing charts of lot# 201705230, on a total of three graft cutters manufactured with this lot#. We received the device involved. The hook is broken and deformed, therefore the radius and minor thickness of the hook cannot be measured on the returned instrument. It was reported that the instrument was used on femoral head frozen bone, previously defrosted for 40 minutes in warm water. It is unknown whether the femoral head bone was completely defrosted after the 40 minutes in warm water; if the head was partially frozen when cut with the cutter, the hardness of the frozen bone could have significantly contribute to the blade breakage. Additionally, it is unknown how the instrument was used during surgery; an improper use of the instrument (blade forced to cut the bone before activating the rotation of the instrument) could have contributed to the event. This is the only graft cutter breakage limacorporate is aware of. Other three cases of blade deformation, without breakage, were reported to limacorporate. Two out of four complaints received on this instrument involved cases in which the bone graft was taken from frozen femoral head bone. Limacorporate is going to implement the following corrective actions to reduce the risk of recurrence of similar malfunctions: improvement of the design of the blade to further increase its mechanical strength and further reduce the risk of its deformation during use; insertion of a specific note in the surgical technique, to underline that the graft cutter is to be used on cancellous bone only (lower density bone); additional information on how to correctly use the instrument will also be included. Limacorporate will keep monitored the market to confirm the effectiveness of the above corrective actions.

Event description:
Intra-operative breakage of the smr graft cutter, model # 9013.75.443, lot# 201705230, occurred during smr shoulder surgery on (B)(6) 2017. According to the information reported, the graft cutter blade broke while taking the graft from a fresh frozen femoral head, previously defrosted for 40 minutes in warm water. No consequences for the patient were reported. Event occurred in (B)(6).

Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of lot# 201705230, on a total of (B)(4) graft cutters manufactured with this lot number. We will submit a final report once the investigation will be concluded.

Event description:
During a shoulder surgery done on (B)(6) 2017, intra-operative malfunction of the smr graft cutter model# 9013.75.443, lot# 201705230. According to the info reported, when the graft cutter was used for taking graft from a fresh frozen femoral head defrosted for 40 minutes in warm water, the blade broke. Event occurred in the (B)(6).